Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014).the patient¿s meter has been returned on 7/17/2014 and evaluated by lifescan product analysis on 7/29/2014 with the following findings:the meter involved with this complaint had no testing performed. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini instructions for use were too complicated and the fold out sheet was too awkward to handle. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 9:30am. The patient manages her diabetes with metformin pills 1000mg. Approximately 30 minutes after the alleged issue occurred the patient experienced exacerbated feeling of hunger and anxiousness. She self-treated by taking a metformin pill at approximately 9:45am. At the time of troubleshooting the cca confirmed the issue was that the literature was incomprehensible and that the fold out instructions was difficult for the patient to handle. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.